Event description:
According to the customer, on (B)(6) 2023 after inserting the needle he was "unable to create negative pressure while attempting to aspirate blood".

Manufacturer narrative:
According to the customer, on (B)(6) 2023 after inserting the needle he was "unable to create negative pressure while attempting to aspirate blood". The customer reported that the needle "had a hole or leak" and the needle was removed from the patient. The customer reported another device was "installed" and the procedure was able to be completed. The customer reported there were "no adverse outcomes". Sample requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.